Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed error code #43 logged once in the iabp log files. The stm was unable to duplicate the customer's reported issue. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the event site was shortened due to field character limit; the full name is (B)(4).

Event description:
It was reported that during power up, the cs300 intra-aortic balloon pump (iabp) experienced a fiber optic module failure. There was no patient involvement and no adverse event was reported.